Event description:
The surgeon performed an initial surgery using the manufacturer's cervical plate system. The plate and first two screws installed without incident. The surgeon reported that the next two screws spun freely after installation. The surgeon also replaced tow collets during the surgery. The surgeon then elected to replace the plate using rescue screws, during this initial surgery. The surgery proceeded without incident after that point.